Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+b on a cobas e 402 analytical unit. The sample initially resulted in an hcg+b value of 326 miu/ml. The clinician questioned the result as it did not correlate with the patient's clinical findings. Two additional samples collected from the patient resulted in values around 6000 miu/ml. The patient's sample was repeated on (B)(6) 2025 and it resulted in an hcg+b value of 6879 miu/ml. The repeat value was considered the correct result.

Manufacturer narrative:
The hcg+b reagent lot number was 824128, with an expiration date of 30-apr-2026. No calibration influence was observed. Controls were within range prior to sample measurement. A general reagent or analyzer issue was not present. A sample quality related alarm "sample probe" occurred during the time the sample was pipetted. This alarms indicates an issue with sample quality or the presence of contamination/dirt. The investigation is ongoing.

Manufacturer narrative:
The field service engineer checked the analyzer and determined the gear pump pressure needed adjustment. The pump was adjusted. No further issues were reported by the customer. The investigation determined the service actions resolved the issue.